Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high temperature. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.